Event description:
The patient reports their op5 personal diabetes manager pdm 'charger got burnt and damaged the charging port'. A replacement device has been sent to the patient.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm the cause of the reported event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.